Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that after six stitches in the carotid artery, the tip of the needle was blunt and it was very difficult to penetrate in the artery. It occurred during axillary artery repair. The bleeding increased and the surgery was prolonged of about 10 minutes. There were no consequences to the patient.

Manufacturer narrative:
Analysis and results: there is one previous complaint regarding other issue (needle bent) closed as not confirmed due to wrong handling found in the defective sample received. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We received an open sample that contained one needle (reference with double needle). This sample was sent to needle manufacturer for analysis. However, the package was lost by carrier. Without this sample, we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Reviewed the complaint history record of the products manufactured with the same needle raw material batches used in the production of this code-batch, there are no previous complaints in the other products regarding this issue. As stated in the instructions for use of the product, "care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point". Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Anyway, we take note of this incidence and if the sample lost is received in the future, we will re-open the case and analyse it. Nevertheless, according to the batch manufacturing record review, the product complies with b. Braun surgical specifications and ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.